Manufacturer narrative:
Reported event was confirmed by review of operative notes. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Malfunction not previously reported. A summary of the investigation has been sent to the complainant.

Manufacturer narrative:
(B)(4). This report is being submitted to relay additional information. Device has previously been reported as unknown. A follow up report was submitted stating the device was not reportable, as no adverse event had been reported. Additional information was received including patient medical records indicating a revision and product identification. This report is being submitted to report the adverse event. Concomitant medical products: item # us157852, cup, lot # 445330. Item # 239254, taper insert, lot # 063760. Item # 741801135, femoral stem, lot # 61273553.

Event description:
It was reported that a patient underwent a revision surgery approximately 4 years post implantation due to pain, elevated ion levels, and pseudotumor. Attempts have been made, and no further information has been provided.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. This report is number 1 of 2 MDR's filed for the same patient (reference 0001825034-2017-00312 & 0001825034-2017-00313).

Event description:
Legal counsel for patient reported patient experienced elevated metal ion levels 4 years post-implantation of left hip. No revision has been reported to date.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined that this event is not reportable. There are no allegations of failure of the device, nor an adverse event reported. The initial report was forwarded in error and should be voided.